Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high in comparison to her feelings/normal results. The complaint was classified based the customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 at 10:30 pm she obtained an inaccurately high reading of ¿305 mg/dl¿ with the subject meter. The patient detailed that she manages her diabetes using an insulin pump. The patient reported that ¿one hour and 15 minutes¿ after the allegedly high result, at around 11:45 pm she developed symptoms of feeling ¿sweaty¿ and in response the patient took more food or drink at 01:00 am on (B)(6) 2014. The cca noted that at the time of troubleshooting the patient was unable to perform a control solution test. The units of measure were set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a hypoglycemic event after the alleged meter issue began.